Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report that discordant results for multiple analytes were obtained on the dimension vista 500 instrument and asked siemens to look into this event to help determine whether the sample was manually ordered on the instrument or auto loaded. This MDR addresses e2 results and MDR 2517506-2019-00041 addresses the other analytes. Siemens headquarters support center (hsc) has completed the evaluation of the information provided by the customer for the event. This MDR regards the patient's reported e2 result from the serum sample ID (B)(6). According to the customer, the sample was sent out to an alternate laboratory for testing and a lower e2 result was obtained when processed with the alternate methodology, liquid chromatograph/ mass spectrometry (lcms- date unknown). Due to the event occurring on (B)(6) 2018 there are no longer instrument log files or data files available to determine if the sample was manually requested or auto loaded from the primary sample tube. The customer reported that it did not repeat processing of the sample. Siemens requested a patient sample for investigation but the customer stated that no sample was available. There is insufficient information available to determine the cause of this event. No dimension vista system or product nonconformance could be identified based on the information provided by the customer. It was reported that the elevated e2 result reported as 153 pg/ml was repeated with lcms methodology and received a result of 0 pg/ml. Per the customer, the e2 result was obtained from the patient's serum sample. The customer did not provide siemens a patient medication list however the customer stated that the patient was taking a medication named progesterol. Siemens medical affairs representatives evaluated the information provided by the customer regarding this event. The patient is described as having metastatic breast cancer and it is unknown if the patient was taking medication other than progesterol. It's our understanding that current clinical guidance for the treatment of hormone receptor-positive metastatic breast cancer (ER-positive mbc) recommends that treatment of premenopausal women with ER-positive mbc includes either ovarian suppression or ovarian ablation. We also understand that the clinical guidance states that when ovarian suppression is pursued with gnrh agonists, suppression of ovarian production may be incomplete and may subsequently impact efficacy of treatment. For this reason, the american society of clinical oncology (asco) guidelines recommend that estradiol levels be monitored in these patients using a high-sensitivity assay (for example, liquid chromatograph/ mass spectrometry). Asco recommends that the local laboratory definition of menopausal levels of estradiol using a high-sensitivity assay be used for monitoring effectiveness of ovarian suppression. In addition to monitoring estradiol levels, asco recommends clinicians also look for clinical symptomology suggestive of residual ovarian function such as breast tenderness, fluid retention, discomfort in the lower abdomen and lower spine, or increased vaginal discharge. It is not possible to assess potential clinical impact in this instance without an understanding of the complete clinical picture (e.g. ER-positive or ER-negative metastatic breast cancer, prior estradiol values, concurrent medications, treatment plan such as gnrh agonists, and/or clinical symptomology). The potential cross-reactivity of progesterol, a synthetic form of progesterone, with the estradiol assay has not been established. Data for progesterone in the dimension vista instructions for use however, indicates no detectable cross-reactivity, therefore it is unlikely that this would have been the cause for the elevated estradiol result. No repeat estradiol values for this sample were reported for the dimension vista. We are not aware of clinical guidelines whereby an oophorectomy would be warranted based solely on a single elevated estradiol level. The device is performing within specifications. No further evaluation is required. MDR 2517506-2019-00041 was filed for the same event.

Event description:
It was reported that a discordant elevated estradiol (e2) result was obtained on the patient's serum sample processed on a dimension vista and that the discordant elevated e2 result was reported to the physician. We understand that the original serum sample was not re-processed on the dimension vista system nor was a redraw performed. It was reported that the same patient serum sample was processed at a later date with an alternate non-siemens methodology and a lower e2 result was obtained. The customer stated that the discordant initial e2 result was reported and the physician removed the patient's ovaries based on this high e2 result. The customer stated that the patient has not had any lingering effects of this procedure and there have been no known issues due to the procedure. The customer stated that quality control results were within laboratory ranges. The customer did not allege a problem with the dimension vista 500 instrument or e2 reagents. Statements and actions attributed to the physician(s) and customer are derived from information submitted to siemens complaint handling system and have not been verified.

Manufacturer narrative:
MDR 2517506-2019-00030 was filed on 01-feb-2019. Corrected information: "date of this report" incorrectly entered 01-feb-2018: correct date of report was date of submission 01-feb-2019. MDR 2517506-2019-00041 was filed for the same event.